Event description:
During the index procedure one launcher guide catheter, four euphora and nc euphora balloons, and two resolute onyx drug eluting stents were used to treat a lesion in the lad. During the procedure a perforation/dissection occurred. The site denies any device malfunction of balloons or stents.